Event description:
The complainant reported a patient was presented to the medical facility for impella support. It was stated that the impella pump flows were not calculating properly when attempting to obtain cardiac output. During support, the thermodilution was reading a co of 2.5 l/min while impella flow was reading 3.5 l/min. There was no patient harm reported.

Manufacturer narrative:
D4: unknown serial number, lot number, UDI, expiration date. D6a/d6b: date of implant/explant is unknown. H4: date of manufacturing is unknown. The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Product and logs were not returned. The root cause of the low flows was likely due to aic overreporting. This report is being filed as part of a retrospective review of historical records.